Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigations could not replicate nor confirm the customer reported complaint of cauterizing intermittently. Vessel sealer passed self-check and electrical continuity. No issues were noticed. Grip force and electrode gap inspections passed. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality of performance of the instrument. Based on the information provided, this complaint is being reported due to the following conclusion: the vessel sealer instrument would not complete the process of sealing and could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci gastric bypass procedure, the surgical staff noted that the endowrist vessel sealer instrument would not complete the process of sealing. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained the following additional information. When the instrument would not seal, the tone was greater than 30 seconds and the surgeon could not see if the sealing was sufficient. He stated that the system and erbe generator did not display any messages. The vessels did not exceed 7 mm in diameter, were not calcified and the jaws were not touching any clips, sutures, staples, or metal objects while energized. The jaws were not contaminated with carbonized tissue and were not under tension during sealing or cutting. The jaws of the instrument were not immersed in liquid such as blood or saline. It was noted that the surgeon did cut a vessel that was not sealed sufficiently, however the bleed was minimal and was less than 500 ml. There was no medical intervention needed. The surgical staff used a second vessel sealer instrument to complete the case. The robotic portion of the procedure was completed and the system was undocked from the patient.